Event description:
The pt had bilateral injection in her knees the last injection on (B)(6), 2011. After each injection she experienced aching and burning that disappeared after a few days. She was still experiencing pain and burning of the knees after many weeks. Her physician prescribed 800mg ibuprofen. Pt improved after 8 weeks.

Manufacturer narrative:
The device was not available to be returned.